Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was believed that it might be a neuroma formation or a nerve entrapment. It was also reported that the location of the ipg was not at its optimal position and was a minimally mobile pocket site. The patient will undergo a revision.

Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Sc-2316-50 sn (B)(4): device evaluation indicated that seven cables were fractured cables at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. The complaint was confirmed. Sc-2316-50 sn (B)(4): device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. Sc-3400-30 sn (B)(4): device evaluation indicated that the splitters passed visual, electrical, mechanical and photographic imaging tests performed. Sc-4316 lot# 17062786 device evaluation indicated that the device passed visual tests performed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was believed that it might be a neuroma formation or a nerve entrapment. It was also reported that the location of the ipg was not at its optimal position and was a minimally mobile pocket site. It was also reported that when the stimulation was turned on, it caused additional discomfort in the back. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was believed that it might be a neuroma formation or a nerve entrapment. It was also reported that the location of the ipg was not at its optimal position and was a minimally mobile pocket site. It was also reported that when the stimulation was turned on, it caused additional discomfort in the back. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot #: 17062786, description: next generation anchor kit-sterile. Additional information was received that the patient underwent an explant procedure per patient¿s preference. It was also reported that in the preoperative check, it was determined that there were several contacts on the leads with high impedance values. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was believed that it might be a neuroma formation or a nerve entrapment. It was also reported that the location of the ipg was not at its optimal position and was a minimally mobile pocket site. It was also reported that when the stimulation was turned on, it caused additional discomfort in the back. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.